Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, 03/01/2025, was chosen as the best estimate based on the date that the manufacturer became aware of the event, 03/07/2025. Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: patient code e2339 is being used to capture the reportable event of ulcer. Patient code e2330 is being used to capture the reputable event of pain. Patient code e2314 is being used to capture the reputable event of fistula. Device code a1502 is being used to capture the reportable event of gel misplaced non-vascular. Block h11 detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
A patient who underwent a spaceoar placement procedure experienced an adverse event, developing an ulcer four months post-procedure. The patient reported discomfort in the prostate and perineum before the hydrogel placement, which persisted after the procedure. Despite the discomfort, it is unclear whether the symptoms were directly related to the spaceoar placement. Following the patient's visit to the emergency department (ed), a gastrointestinal (gi) issue and a 1.5cm ulcer in the rectal area were discovered. A biopsy was performed, revealing only ulceration. A colorectal surgeon recommended observation rather than intervention, and an MRI scan was conducted to review the anatomy. The scan showed a connection between the rectum and the area between the prostate and rectum, which appeared to be only a few millimeters in size. The treating physician suggested consulting a colorectal surgeon for further management, recommending carafate for the patient's ongoing discomfort, rated as 6/10 pain. The surgeon proposed possible hyperbaric oxygen treatment. A fistula was observed, communicating with the prostate or urethra, raising concerns about the implantation of fiducial markers, which may have caused weakness in the rectal wall. It was suspected that some of the hydrogel may have entered into the rectal wall.